Manufacturer narrative:
The 30-degree endoscope involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the complaint was not confirmed by failure analysis. The customer reported instrument as broken. Additionally, observation not reported by site: functional testing on an in-house system failed due to equipment detection test not recognizing the endoscope. Visual inspection also identified damage at the distal end, including a cracked distal window at the tip. Visual inspection identified a minor cut in the endoscope cable insulation located in zone a near the integrated connector. Evaluation revealed a camera instrument adapter defect. Friction testing showed restricted rotation and noise, confirming binding, and further inspection identified the endoscope adapter shaft bearing as the source of the friction. Visual inspection identified damage to the endoscope¿s button pack assembly, with hairline cracks on both the left and right sides. Visual inspection found mechanical damage to the endoscope cable¿s integrated connector, including scratches, indentations, and broken or missing pieces on the paddleboard at the cable¿s proximal end. Visual inspection revealed cosmetic damage to the endoscope and discoloration of the cable integrated connector housing. The endoscope was tested and placed on an in-house system for cable testing and failed due to wpb defect. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.